Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported a spark from the plasmablade device tip. There was no injury to the patient or the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.